Event description:
Analysis of the device revealed that the coil broke off the delivery wire at the detachment zone. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis revealed that the proximal contact was detached and that the coil appeared to have broken off from the delivery wire at the detachment zone. Information available indicated that the device was confirmed to be in good condition prior to use; therefore, it is probable that detachment of the proximal contact occurred when it was returned to the manufacturer for analysis. Based on the information currently available, it is unknown when during the procedure the coil broke off from the delivery. A definitive cause could not be identified following review of all available information; therefore, the root cause for the observed break cannot be determined.